Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat the patient. After treatment, the oad was removed and blood was leaking out. The oad was removed. The patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID:(B)(4).

Manufacturer narrative:
The oad was returned for analysis. Analysis revealed a hole in the saline sheath located near the nosecone. A pressurized test confirmed fluid leaking at the damage site. During testing, fluid passed out the distal end of the saline sheath, as intended. There was blood observed on the driveshaft at the hole location. The cause of the damage was unable to be determined. When tested, the oad spun as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).